Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. During initial bench testing, the sprintpack power manager with a golden testing ltv ventilator was not working within specification. The unit failed to power up and would not charge the battery pack. Visual inspection did not reveal any anomalies, and the seal was not broken. Further component troubleshooting and internal investigation found a strong smell of burn circuit and found the c9 capacitor had shorted and was not working within specification. This found issue is what caused the failure.

Event description:
It was reported to carefusion that the power manager would not charge the batteries. While in service, there was a strong smell of a burnt circuit. There was no patient involvement associated with this complaint.